Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had "a defective pump," which was determined "the other day." The patient was to have the pump replaced the day following the initial report for a "battery problem." It was noted that "this" had been a "nightmare" for the patient, a "withdrawal thing." The patient had been given oral pills but they "didn't seem to be doing the job." There were no specific symptoms reported. It was then reported in the "last maybe six months, there had been kind of minor alarms, just one time deal," it was not noted if the alarms had been confirmed or what the alarms were indicating. The estimated elective replacement indicator (eri) was 32 months. The device system was used to infuse morphine and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available

Manufacturer narrative:
Catheter: model 8709sc, lot# n161576019, implanted: 2008 (B)(6). (B)(4).